Event description:
It was reported that on (B)(6) 2023 while tightening the wing nut to lock the schanz pin in place, the wing nut broke inside the holding sleeve. The case proceeded without delay. The distractor assembly was taken apart, and a t handle chuck was used to remove the schanz pin at the end of the case. The surgery was successfully completed without any surgical delay. No patient consequences was reported. This complain involves two (2) devices. This report is for one (1) holding sleeve 55mm this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 394.45, synthes lot # 2306630, supplier lot # n/a, release to warehouse date: 10 aug 2009, manufactured by: synthes monument. No non conformance reports were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable service and repair evaluation: the customer reported that while tightening the wing nut to lock the schanz pin in place, the wing nut broke inside the 394.45, holding sleeve 55mm. The repair technician reported that the wing nut broke inside the holding sleeve, cosmetic test failed and device failed to operate smoothly. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.